Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of the complaint history, drawing, instructions for use (IFU), and quality control were conducted during the investigation. The device was shipped with an instruction for use (IFU) which states under precautions: ¿due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible. The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." And in the how supplied section: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Non-conformances review: since the lot number of the device associated to this complaint is unknown, the batch record and non-conformances could not be evaluated. Root cause analysis: due to the device not being returned, physical evaluation could not be performed. Multiple tests and inspections to ensure the correct bonding between the tip and the shaft of the beacon catheters were performed prior to product release. The root cause analysis was performed and concluded to be manufacturing, design and process related. Adequate measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
Additional information was provided stating that the product was re-sterilized as it had expired and had not been used prior to this event. When the packaging was opened and the device was being prepped for the procedure the tip separated from the device. The product was not used on the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the beacon tip catheter had separated at the top before being inserted in the patient. The user had indicated that an adverse event had occurred, however did not provided any details. This event is being reported as a cautionary measure as the device is under recall. Additional information has been requested, however it was not provided at the time of at the time of this report.